Event description:
It was reported that the patient experienced twiddler¿s syndrome and caused the right atrial and right ventricular leads to dislodge. The leads were explanted and replaced on (B)(6) 2018. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received reported that the patient did not experience any adverse consequences and was stable post-procedure.